Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured.   The legal manufacturer reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Based on the results of the investigation, it could not be definitively determined what the foreign material was remained in the device (possibly organic silicone derived from a drug). It is possible that foreign material remained because the reprocessing was not in accordance with the instruction manual. There was a deviation from the instruction manual in the reprocessing procedure for areas where foreign material remained. However, the cause of the material remaining in the device could not be determined. The event can be [detected/prevented] by following the instructions for use which state: reprocessing manual ¿chapter 5, section 5 manually cleaning the endoscope and accessories¿ and ¿chapter 8 storage and disposal,¿ especially when reprocessing, confirm that stain has been removed from the nozzle opening and objective lens surface. If the stain remains, clean until all of the stain is removed, rinse thoroughly, and remove any residue in the channel after cleaning. Please check the handling environment, such as draining water and drying. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign object in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.